Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they said their ins has not been working now for several months even after cycling through the various programs available. They wanted their device programmed. They said their managing physicians¿ practice recently closed and they would like to speak to a manufacture representative. An email was sent to the field. No symptoms were reported.